Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device\left device outside fallopian tube'), pregnancy with contraceptive device ('home pregnancy test, the result of which came back positive/blood work was drawn,confirming that plantiff was indeed pregnant/pregnancy (with complications)'), complication of pregnancy ('home pregnancy test, the result of which came back positive/blood work was drawn,confirming that plantiff was indeed pregnant/pregnancy (with complications)') and pelvic pain ('extremely severe pelvic pain/pelvis pain') in a 39-year-old female patient who had essure (batch no. 12474207,787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 ((B)(6) 2002, (B)(6) 2006, (B)(6) 2012), c-section, asthma and migraine with aura. Concurrent conditions included cough, sinus pressure, chills, fever, sore throat, scapula pain, joint pain, shoulder pain, somatic dysfunction, thyroid nodule, weight gain, anaemia, muscle spasm, gastroesophageal reflux disease, numbness, paraesthesia lower limb, persistent headache, stomach flu, headache, pneumonia, short of breath, chest pain, sensation of heaviness, groin pain, sleep unwell, burning micturition, dyspnea, vitamin d deficiency, amenorrhea, left lower quadrant pain, low back pain, burning micturition, cough, difficulty sleeping, dyspnea, gerd, muscle spasm and vitamin d deficiency. Concomitant products included azithromycin (z-pak), azithromycin (zithromax) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant). In 2011, the patient experienced back pain ("lower back pain"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and fatigue and experienced complication of pregnancy (seriousness criterion medically significant), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain lower ("extremely severe lower abdominal pain/lower abdomen pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, complication of pregnancy, abdominal pain lower and back pain outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. The reporter considered abdominal pain lower, back pain, complication of pregnancy, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2012, plantiff gave birth to a baby girl, via cesarean section. At this same time, a tubal ligation was also performed to prevent future pregnancy. Plantiff was currently investigating removal options, as she ha not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above. (B)(6) 2012: discharge summary patient underwent an elective repeat cesarean delivery on the 27th for delivery of a viable male infant. Discrepancy noted in essure implant date (B)(6) 2010 (per summon) and (B)(6) 2010 and (B)(6) 2011(per pfs). Trailing coils: left ¿ 0; right ¿ 0. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: results: confirming she was indeed pregnant. Hysterosalpingogram - in (B)(6) 2010: results: confirnung full occlusion fallopian tubes; on (B)(6) 2011: failure to occlude (close) fallopian tubes and malposition of essure device. Impression: the essure device is located outside the fallopian tube, the injected contrast predominantly was leaking into the peritoneal cavity. The uterine cavity is small and is visualized. The right-sided essure device appears to be in good position without any extravasation of contrast from it. Extensive peritoneal spill is seen from the left sided fallopian tube. The left essure device is outside the left fallopian tube.; on (B)(6) 2011: results: see other diagnostics. On (B)(6) 2011, the second hsg (hysterosalpingogram) test revealed that, not only were the micro-inserts in place, but that fallopian tubes remained fully occluded.. Pregnancy test - in (B)(6) 2012: results: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pain, back pain, the left essure device is outside the left fallopian tube. Lot number: 12474207, manufacturing date: 2010/12, expiration date: 2013/12. Lot number: 787225, manufacturing date: 2010/09, expiration date: 2013/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device\left device outside fallopian tube'), pregnancy with contraceptive device ('home pregnancy test, the result of which came back positive/blood work was drawn,confirming that plantiff was indeed pregnant/pregnancy (with complications)'), complication of pregnancy ('home pregnancy test, the result of which came back positive/blood work was drawn,confirming that plantiff was indeed pregnant/pregnancy (with complications)') and pelvic pain ('extremely severe pelvic pain/pelvis pain') in a 39-year-old female patient who had essure (batch no. 12474207,787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 ((B)(6) 2002, (B)(6) 2006,(B)(6) 2012), c-section, asthma and migraine with aura. Concurrent conditions included cough, sinus pressure, chills, fever, sore throat, scapula pain, joint pain, shoulder pain, somatic dysfunction, thyroid nodule, weight gain, anaemia, muscle spasm, gastroesophageal reflux disease, numbness, paraesthesia lower limb, persistent headache, stomach flu, headache, pneumonia, short of breath, chest pain, sensation of heaviness, groin pain, sleep unwell, burning micturition, dyspnea, vitamin d deficiency, amenorrhea, left lower quadrant pain, low back pain, burning micturition, cough, difficulty sleeping, dyspnea, gerd, muscle spasm and vitamin d deficiency. Concomitant products included azithromycin (z-pak), azithromycin (zithromax) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant). In 2011, the patient experienced back pain ("lower back pain"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and fatigue and experienced complication of pregnancy (seriousness criterion medically significant), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain lower ("extremely severe lower abdominal pain/lower abdomen pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, complication of pregnancy, abdominal pain lower and back pain outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. The reporter considered abdominal pain lower, back pain, complication of pregnancy, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2012, plantiff gave birth to a baby girl, via cesarean section. At this same time, a tubal ligation was also performed to prevent future pregnancy. Plantiff was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above. (B)(6) 2012: discharge summary patient underwent an elective repeat cesarean delivery on the 27th for delivery of a viable male infant. Discrepancy noted in essure implant date (B)(6) 2010 (per summon) and (B)(6) 2010 and (B)(6) 2011 (per pfs). Trailing coils: left ¿ 0; right ¿ 0 . Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: results: confirming she was indeed pregnant. Hysterosalpingogram - in (B)(6) 2010: results: confirnung full occlusion fallopian tubes; on (B)(6) 2011: failure to occlude (close) fallopian tubes and malposition of essure device. Impression: the essure device is located outside the fallopian tube, the injected contrast predominantly was leaking into the peritoneal cavity. The uterine cavity is small and is visualized. The right-sided essure device appears to be in good position without any extravasation of contrast from it. Extensive peritoneal spill is seen from the left sided fallopian tube. The left essure device is outside the left fallopian tube.. Pregnancy test - in march 2012: results: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pain, back pain, the left essure device is outside the left fallopian tube. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet- lot number was updated from 787226 to 787225 and onset date of pregnancy was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device\left device outside fallopian tube'), pregnancy with contraceptive device ('home pregnancy test, the result of which came back positive/blood work was drawn,confirming that plantiff was indeed pregnant/pregnancy (with complications)'), complication of pregnancy ('home pregnancy test, the result of which came back positive/blood work was drawn,confirming that plantiff was indeed pregnant/pregnancy (with complications)') and pelvic pain ('extremely severe pelvic pain/pelvis pain') in a 39-year-old female patient who had essure (batch no. 12474207,787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2, c-section, asthma and migraine with aura. Concurrent conditions included cough, sinus pressure, chills, fever, sore throat, scapula pain, joint pain, shoulder pain, somatic dysfunction, thyroid nodule, weight gain, anaemia, muscle spasm, gastroesophageal reflux disease, numbness, paraesthesia lower limb, persistent headache, stomach flu, headache, pneumonia, short of breath, chest pain, sensation of heaviness, groin pain, sleep unwell, burning micturition, dyspnea, vitamin d deficiency, amenorrhea, left lower quadrant pain, low back pain, burning micturition, cough, difficulty sleeping, dyspnea, gerd, muscle spasm and vitamin d deficiency. Concomitant products included azithromycin (z-pak), azithromycin (zithromax) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant). In 2011, the patient experienced back pain ("lower back pain"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and fatigue and experienced complication of pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain lower ("extremely severe lower abdominal pain/lower abdomen pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, complication of pregnancy, abdominal pain lower and back pain outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on(B)(6) 2012. The reporter considered abdominal pain lower, back pain, complication of pregnancy, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2012, plantiff gave birth to a baby girl, via cesarean section. At this same time, a tubal ligation was also performed to prevent future pregnancy. Plantiff was currently investigating removal options, as she ha not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above. (B)(6) 2012: discharge summary. Patient underwent an elective repeat cesarean delivery on the 27th for delivery of a viable male infant. Discrepancy noted in essure implant date (B)(6) 2010 (per summon) and (B)(6) 2010 and (B)(6) 2011 (per pfs). Trailing coils: left ¿ 0; right ¿ 0. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: results: confirming she was indeed pregnant. Hysterosalpingogram - in (B)(6) 2010: results: confirnung full occlusion fallopian tubes; on (B)(6) 2011: failure to occlude (close) fallopian tubes and malposition of essure device. Impression: the essure device is located outside the fallopian tube, the injected contrast predominantly was leaking into the peritoneal cavity. The uterine cavity is small and is visualized. The right-sided essure device appears to be in good position without any extravasation of contrast from it. Extensive peritoneal spill is seen from the left sided fallopian tube. The left essure device is outside the left fallopian tube.. Pregnancy test - in (B)(6) 2012: results: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pain, back pain, the left essure device is outside the left fallopian tube. Most recent follow-up information incorporated above includes: on 19-jun-2019: medical records received. Lot number, medical history and concurrent condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pregnancy with contraceptive device ("home pregnancy test, the result of which came back positive/blood work was drawn,confirming that plaintiff was indeed pregnant/pregnancy (with complications)"), complication of pregnancy ("home pregnancy test, the result of which came back positive/blood work was drawn,confirming that plaintiff was indeed pregnant/pregnancy (with complications)") and pelvic pain ("extremely severe pelvic pain/pelvis pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 and c-section. Concurrent conditions included cough, sinus pressure, chills, fever, sore throat, scapula pain, joint pain, shoulder pain, somatic dysfunction, thyroid nodule, weight gain, anaemia, muscle spasm, gastroesophageal reflux disease, numbness, paraesthesia lower limb, persistent headache, stomach flu, headache, pneumonia, short of breath, chest pain, sensation of heaviness, groin pain, sleep unwell, burning micturition, dyspnea and vitamin d deficiency. Concomitant products included azithromycin (z-pak), azithromycin (zithromax) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant). In 2011, the patient experienced back pain ("lower back pain"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and fatigue and experienced complication of pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("extremely severe lower abdominal pain/lower abdomen pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, complication of pregnancy, abdominal pain lower and back pain outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. The reporter considered abdominal pain lower, back pain, complication of pregnancy, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2012, plaintiff gave birth to a baby girl, via cesarean section. At this same time, a tubal ligation was also performed to prevent future pregnancy. Plaintiff was currently investigating removal options, as she ha not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above. Start date of essure (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: results: confirming she was indeed pregnant. Hysterosalpingogram - in (B)(6) 2010: results: confirming full occlusion fallopian tubes; on (B)(6) 2011: failure to occlude (close) fallopian tubes and malposition of essure device. Pregnancy test - in (B)(6) 2012: results: positive. Diagnostic results: on (B)(6) 2011, the second hsg (hysterosalpingogram) test revealed that, not only were the micro-inserts in place, but that fallopian tubes remained fully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pain, back pain. Most recent follow-up information incorporated above includes: on 28-mar-2019: plaintiff fact sheet:-events malposition of essure device was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.